Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that during an IV line check by the primary nurse, the luer lock connection of a primary tubing line was noted to be cracked. The tubing was connected to the y-site of a huber port infusion of chemotherapy.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed). The customer's report of a cracked luer lock was confirmed. The sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted cracks around the set's nut/spin collar of the male luer lock. The cracks were in the direction of the fluid flow. The collar's injection gate was noted to be between two of the cracks. No other damage or issue was observed. Functional testing was deemed unnecessary due to the confirmed damage. The root cause was not identified.

Event description:
It was reported that during an IV line check by the primary nurse, the luer lock connection of a primary tubing line was noted to be cracked. The tubing was connected to the y-site of a huber port infusion of chemotherapy. Although requested, there has been no impact to patient response or additional event information made available to date.